Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported a "pressure module failure" error message displayed on the central control monitor, indicating the pressure module failed to calibrate. The user installed an alternate pressure module to complete the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.